Manufacturer narrative:
Additional product codes: mni, mnh, kwp, kwq. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported that on (B)(6) 2019, the patient underwent a spinal fusion procedure, an adjustment on level 2 due to hypermobility and nerve root compression. The patient had previous operations on levels 3, 4 & 5 with uss polyaxial cement augmentation spondylodese on an unknown date. After the screws were placed and cemented, the 3d polyaxial head was placed over the screwhead. The surgeon tightened the nut and heard something break. The rings on the 3d heads of l3 right and l4, had cracked. All the screws were explanted and the surgery was completed by switching to a pedicle screw system. There was a one-hundred-twenty (120) minute surgical delay. It was unknown if there were fragments generated from the broken devices. It was unknown if there were adverse event to the patient reported. Concomitant devices: polyaxial uss-ii screw (part 04.607.402, lot l320459, quantity 1); polyaxial uss-ii screw (part 04.607.402, lot l596234, quantity 2); polyaxial uss-ii screw (part 04.607.402, lot 3l93948, quantity 6); polyaxial uss-ii screw (part 04.607.402, lot unknown, quantity 2); polyaxial uss-ii screw (part 04.607.402, lot 4l15299. Quantity 2); polyaxial uss-ii screw (part 04.607.402, lot l591621, quantity 1); polyaxial uss-ii pedicle screw (part 04.607.036, lot unknown, quantity 8); polyaxial uss-ii pedicle screw (part 04.607.057, lot unknown, quantity 2); uss-ii polyaxial sleeve (part 04.607.412, lot 2l30261, quantity 2); uss-ii polyaxial sleeve (part 04.607.412, lot l362081, quantity 2); uss-ii polyaxial sleeve (part 04.607.412, lot 2l38647, quantity 1); uss-ii polyaxial sleeve (part 04.607.412, lot 1l70242, quantity 2); uss-ii polyaxial sleeve (part 04.607.412, lot l137035, quantity 1); uss-ii polyaxial sleeve (part 04.607.412, lot l318949, quantity 1); uss-ii polyaxial sleeve (part 04.607.412, lot 3l21597, quantity 2); uss-ii polyaxial sleeve (part 04.607.412, lot l473640, quantity 1); uss-ii polyaxial sleeve (part 04.607.412, lot l525476, quantity 1); uss-ii nut (part 499.294, lot 9306544, quantity 1); uss-ii nut (part 499.294, lot l532768, quantity 2); uss-ii nut (part 499.294, lot 3l34079, quantity 2); uss-ii nut (part 499.294, lot 2l89034, quantity 3); uss-ii nut (part 499.294, lot l441202, quantity 1); uss-ii nut (part 499.294, lot l629685, quantity 1); uss-ii nut (part 499.294, lot 2l30313, quantity 1); uss-ii nut (part 499.294, lot 3l21648, quantity 1); uss-ii nut (part 499.294, lot l243272, quantity 1); uss-ii nut (part 499.294, lot l878984, quantity 1); rod (part unknown, lot unknown, quantity 1); hard rod (part 498.112, lot l911316, quantity 1); titanium curved soft rod (part 04.620.180, lot 3401093, quantity 1); titanium curved soft rod (part0 4.620.180, lot unknown, quantity 1). The complaint captures the broken screws. The need for the revision procedure is captured on related complaints (B)(4). This report is for a 3d polyaxial head. This is report 2 of 2 for (B)(4).

Event description:
Update 7/17/2019: it was reported that there was no cement was used on this surgery.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Event: updated information provided for reporting. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- part 04.607.402 lot 3l93948 is the assembly of two components (part# 50161103/ lot 3l62396 clamping ring component and part# 50161100/ lot 3l62101 body component). The clamping ring (part# 50161103/ lot 3l62396) is broken - there is a crack running through the entire height of the ring. Parts were forwarded to manufacturing site for evaluation, as well as to an external laboratory for material analysis. The review of the device history record revealed that the two uss-ii polyaxial 3d-heads were manufactured in march 2019 in accordance to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. The dimensional re-inspection, the raw material certificate review and the document/specification review didn¿t identify any manufacturing defect or deficiency. Based on the examination of the fracture surfaces it can be concluded that the clamping rings were subjected to multiaxial forces, probably caused by a combination of the rod, sleeve and 3d-head pressing on the clamping rings, which led to a material overload and a forced fracture. The wear marks on the rod facing side on both rings suggest, that some movement was involved after the clamping rings were put in place. However, it is impossible to say how much was contributed by post-operative movement by the patient and how much by implantation, implant prolongation to l2 and/or explantation. The material properties were checked and found to be in accordance with the international standards for implants made of titanium alloy no evidence of material or manufacturing defects were observed. The investigation found no product related issues that would have contributed to this complaint condition. The evaluation of the concomitant items didn¿t identify any nonconformance manufacturing related as well. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot part: 04.607.402, lot: 3l93948, manufacturing site: mezzovico, release to warehouse date: 22. March 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.